Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to verify the external flash crc error alarm due to the blank display. Unable to verify the low reservoir alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states the customer had external flash crc error alarm. The customer's blood glucose level at the time of incident was unknown. The nurse states the pump settings were wiped out. The customer was advised the pump would be replaced and returned for analysis.